Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of being hospitalized due to low blood glucose on (B)(6) 2019. Customer did not give blood glucose value. Customer was treated via intravenous. Customer reported that the insulin pump could not connect to meter and received assistance with connection. Insulin pump is not expected to return for failure analysis.